Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and heavily calcified mid right coronary artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during introduction, the shaft broke approximately 10 inches from the hub. The device was removed and the procedure was completed with another of the same device. There were no patient complications.